Event description:
On (B)(6) 2012, it was reported that the up/down buttons of the infusion device have damage to the rubber and subsequently water from the shower entered the device. The device shut down without providing an error or alert message and will not turn back on. The pt put a new battery in the infusion device, but it still will not turn on. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.